Manufacturer narrative:
The pump passed the idle current, run current, self test, off no power, unexpected restart, basic occlusion, prime, excessive no delivery, displacement and rewind tests. No failed battery test alarms were noted. The pump had a motor error alarm during the occlusion test due to faulty force sensor resistor. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed failed battery test alarm. Customer's blood glucose was 329 mg/dl. Battery cap had been replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.